Event description:
An implant device was put in to monitor my heart, and called to check on the reading and when was I to come in and they told me the device was working properly. I went to another facility and found my heart had stopped 43 times and was not contacted about it. This happened with dr. (B)(6). (B)(6) 2016.